Manufacturer narrative:
The reported devices were not returned to depuy for examination. A search of the complaints databases finds no other reports of femoral loosening or osteolysis against any of the provided product and lot code combinations since their release to distribution. The investigation could draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address femoral stem loosening and osteolysis.

Manufacturer narrative:
Depuy still considers the investigation closed.